Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 69-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump was unable to advanced through the anastomosis. The implant was aborted due to the patient's anatomy and the decision was made to implant an impella cp for patient support. There was no patient harm.